Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported e4 (occlusion) error was displayed on the infusion device and he then found that insulin was "bubbling" from the adapter/luer connection. He stated there was also insulin in the cartridge compartment of the infusion device and he was unable to determine the cause of the insulin leak. He cleaned the cartridge compartment and cleared the e4 by changing all of the accessories. The pt did not require treatment from a health care professional or second party to address the issue. The insulin cartridge, infusion set, and adapter were discarded. No product will be returned for eval.